Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient uses tandem tslim in hybrid closed loop. On (B)(6) 2025, the patient woke at 04:15 am with unspecified symptoms of hypoglycemia. The bg was not checked and the patient did not check their dexcom cgm display device. When attempting to self-treat his symptoms, the patient experienced seizure and sustained an 8 foot fall, resulting in a broken neck. The partner gave two 5 mg glucose tablets and called an ambulance. In the hospital, the patient was treated with 15 mg glucose gel and morphine and dilaudid for pain. The bg was 102 mg/dl while the egv was 188 mg/dl. The report was made the same day while the patient was still in the hospital. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.